Event description:
On (B)(6) 2011, the pt underwent endovascular treatment for an abdominal aortic aneurysm with gore excluder aaa endoprosthesis. On (B)(6) 2012, the pt was diagnosed with a proximal type I endoleak, and a type ii endoleak originating from the internal branch on the contralateral side. Aneurysm enlargement was determined. On (B)(6) 2012, the pt underwent reintervention and a gore aortic extender component was placed proximally, but did not resolve the type I. The type ii endoleak was treated with onyx.

Manufacturer narrative:
A review of the manufacturing records for the device was not possible as the device lot number was not available. Additional device related to this event is: (B)(4)/unk. "Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each pt before using the devices." The gore excluder aaa endoprosthesis, instructions for use (IFU) states: adverse events that may occur and/or require intervention include, but are not limited to: endoleak, aneurysm enlargement.